Manufacturer narrative:
(B)(4). Upon follow up it was reported, on an unreported date, dianeal therapy was discontinued and the patient was switched to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment with piptaz injection 4.5 grams, once daily (route and duration not reported), intravenous (IV) ceftazidime 2 grams, twice daily (duration not reported) and IV vancomycin 1 gram, once in four days (duration not reported) for peritonitis. At the time of this report the patient outcome of this peritonitis event was unknown. Action taken with dianeal therapy was not reported. No additional information is available.